Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient conditions could not be conclusively determined through this investigation. The controller event log file captured transient pi events throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. No atypical events were captured. The remaining log files captured the pump operating as expected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient felt thumping and squeezing in their chest alongside palpitations. The patient experienced lightheadedness and dizziness when bending over and standing back up too quickly. The patient had multiple pi events. They were started on farxiga (dapagliflozin). A review of the log files revealed 113 pulsatility index (pi) occurring from (B)(6) 2022 until (B)(6) 2022.